Manufacturer narrative:
Retainer ring = 10/31/2021. Customer returned pump for an alleged blank display and moisture damage found on 10/31/2021. The pump passed the active current test, however failed the displacement test due to pump error 38 alarm during rewind, sleep current test due to high impedance, and self test due to pump error 75 alarm. No blank display noted during testing. Successfully downloaded history files and traces using thus. No pump error 38 nor pump error 75 alarms in pump history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, and corroded battery tube. The following were noted during visual inspection: cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, and missing display window/cover. Customer allegation of blank display was not confirmed. Moisture damage confirmed on the pcba 1, pcba 2, harness assembly vibrator, and corroded battery tube. Rewind anomaly confirmed due to pump error 38 alarm. Pump error 75 alarm was confirmed during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had blank display due to moisture exposure. Customer stated insulin pump got wet in swimming pool. Customer stated they see the fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.